Event description:
It was reported that during the use of the device for a non-clinical activity, the cardioplegia (cpg) side of the cooler heater unit was not working in speed 2 and then the unit stopped. The customer was testing the unit to make sure it will work when needed. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00098. This unit is a back-up. The user facility's biomedical engineer (biomed) stated that the machine is not worth fixing and that he is going to retire it. They are not going to be using the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.